Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced pain with inflatable penile prosthesis (ipp) device that was not working. Patient underwent a revision procedure and it was noticed that the pump was riding high in scrotum and the tubing was all tangled up in the infrapubic area, after placing them in the right position, the ipp was easily inflatable. It was noticed that the pain was mostly caused by the tubings malpositioning in the infrapubic area. Pump was also repositioned to prevent future migration.

Event description:
It was reported that patient experienced an unknown issue with his inflatable penile prosthesis (ipp) device.